Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent and loose, resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and a secondary usb cable. Ultimately, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. No usb cable or wall adapter were received for investigation therefore no evaluation could be performed for the usb cable or wall adapter allegations.